Manufacturer narrative:
Device evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. The stent of the visi-pro stent delivery system was received slid proximally approximately 22mm. One of the distal stent hoops is bent proximally over the stent. One of the proximal stent hoops is bent upward from the stent delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a moderately tortuous and moderately calcified left proximal common iliac artery lesion exhibiting 95% stenosis. A non-mdt guidewire was used. Embolic protection was not used. The device was removed from its packaging and inspected with no issues noted. The IFU was followed during the procedure. It was reported that as the physician attempted to advance the device towards the lesion, it could be seen under fluoroscopy that the stent was beginning to migrate on the balloon. The physician was able to successfully remove the stent over the wire and through the sheath with no further migration and no injury to the patient. The physician replaced the device with another visi-pro stent and completed the procedure without further complications.